Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain alarm 104 (night drain cycle four) alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2013 at 08:09:13. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The returned homechoice has received an external/internal inspection and functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.